Event description:
It was reported that, after undergoing bhr hip resurfacing on an unknown date, the patient experienced unknown complications that led to a revision surgery on (B)(6) 2012. During this procedure, conversion to bhr-tha system was performed. A modular femoral head and sleeve were placed, along with an anthology hip stem. The cup was maintained.

Manufacturer narrative:
Internal complaint reference (B)(4)..

Manufacturer narrative:
H3, h6: it was reported that, after undergoing bhr hip resurfacing on an unknown date, the patient experienced unknown complications that led to a revision surgery. During this procedure, conversion to bhr-tha system was performed. The devices were not returned for evaluation. Without lot numbers, a complaint history and DHR review cannot be performed for the devices involved. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. With the limited information provided, the patient impact beyond the reported revision cannot be determined. Based on the information provided we cannot further investigate the complaint our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated.